Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 a larmed ¿low tidal volume¿, sounded a high pitch alarm and then alarmed ¿ventilator inoperative¿. The device was available for evaluation. The medtronic field service engineer evaluated the device and found relevant diagnostic codes indicating backup ventilation and a failed extended self test code in the ventilator log memory. The fse replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all testing per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to the ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 alarmed ¿low tidal volume¿, sounded a high pitch alarm and then alarmed ¿ventilator inoperative¿. Although patient intervention details are unknown there was no injury to the patient.